Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 802743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient was found to have ovarian granulosa cell tumour ("granulosa cell tumor of ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), alopecia ("hair loss") and headache ("headache"). The patient was treated with surgery (hyst. (Full)/hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, alopecia and headache had resolved and the abdominal pain, back pain, metrorrhagia, vaginal discharge, fatigue, hormone level abnormal, migraine, weight increased and ovarian granulosa cell tumour outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, ovarian granulosa cell tumour, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for metrorrhagia (bleeding b/w periods) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: trailing coils were observed in right and left postoperatively. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Lot number, event: hormonal changes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, granulosa cell tumor of ovary, headache, weight gain and hair loss. Outcome of the event pelvic pain, dysmenorrhea (cramping) was updated to recovered from unknown. Onset date of event dysmenorrhea (cramping) was added. Medical history, lab data and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 802743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient was found to have ovarian granulosa cell tumour ("granulosa cell tumor of ovary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), alopecia ("hair loss") and headache ("headache"). The patient was treated with surgery (hyst. (Full)/hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, alopecia and headache had resolved and the abdominal pain, back pain, metrorrhagia, vaginal discharge, fatigue, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, weight increased and ovarian granulosa cell tumour outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, ovarian granulosa cell tumour, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for metrorrhagia (bleeding b/w periods) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: trailing coils were observed in right and left postoperatively. Lot number: 802743 manufacturing date: (B)(6) 2010 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, metrorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for metrorrhagia (bleeding b/w periods). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury nos was updated with events dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods), vaginal discharge and fatigue. Reporter (consumer) information updated, patient date of birth, age group added. Essure indication updated, product start date updated, stop date added and device removal ticked as yes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.